Event description:
The customer reported that the unicel dxc 600 pro synchron system generated a false low total bilirubin (tbil) result of <0.1 mg/dl. The repeated sample yielded a value of 0.7 mg/dl on another instrument. There was no impact to patient treatment. The false result was not reported outside of the lab. Controls (qc) prior to the event were within lab-established ranges. Qc was not run after the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse found poor precision on tbil and found noise in the photometer power supply/lamp. The fse replaced the photometer source assembly (a35581) and verified instrument performance.